Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was showing transducer fault and alarming continuously. The ventilator was giving vent inop and motor fault. The customer stated there was no patient involvement.